Event description:
It was reported there was intermittent telemetry. Multiple programming heads were tried. The fitting where wand meets programmer was questioned; if moved a certain way, telemetry was much better. It was also reported there are multiple other broken parts on programmer such as power cord door, etc. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) and rf head connection found lose on a printed circuit board assembly. Analysis also found the tabs are broken off of the power cord bay door and the left and right keyboard case hinges are broken the hinge plate screws are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID r2290 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.